Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information and to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath breakage based on the severity of the complaint. However, in the absence of the sample, further investigation could not be performed. It was confirmed that disease was noted in the legs. The patient experienced spasm during sheath withdrawal. Although no damage was noted to the sheath before insertion, there was high resistance noted during withdrawal. It was also confirmed that the sheath began to be pulled/torqued over time. The exact cause of the event cannot be determined but it is likely that the manipulation of the sheath in presence of resistance may have led to the event. It is also likely that the balloon may not have been fully deflated during withdrawal causing resistance in the sheath. In the absence of the sample, the sources of these forces could not be determined. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 08sep2021. The metacross balloon used in the procedure was a 6mm x 200mm. The patient vasculature was not tortuous, however, disease definitely noted in the legs. There was no calcification or scar tissue not noted at time of insertion although the physician mentioned going in the next day to restore the radial artery and said there was a chunk of calcium that was not appreciated just before the brachial artery. The patient did experience spasm during sheath withdrawal. There was no damage noted on the sheath prior to insertion. There was no resistance experienced during insertion. There was lots of resistance noted during withdrawal. The sheath was not continued to be pulled even while facing resistance not at first, but the physician began to lose patience and did pull/torque sheath despite recommendations.

Manufacturer narrative:
Health effect- impact code per the received medwatch report. Mw5102624 has been provided.

Event description:
Terumo medical received an FDA medwatch report # mw5102624 on 09aug2021. The event description states: "voluntary (B)(6) 2021 09:37:57.00: as md was removing right radial sheath, the sheath broke off and partially retained in the body. Unable to remove and pt required a surgical intervention for removal."

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination slender was used during the procedure. At the conclusion of the case, upon attempted removal of sheath, resistance was met. Patient was re-cocktailed multiple times and sedation was given. Slow withdrawals were attempted. After a period of time, the distal sheath was near the axillary site and at that point the physician attempted withdrawal again and the sheath broke off at access site. They were unable to remove the remainder safely. Vascular surgeon was notified for removal. The estimated blood loss was less than 250cc. The patient's condition was stable. The procedure outcome was reported to be unknown. Additional information was received on 06jul2021. The type of procedure being performed was a pta/stenting of the right sfa. The broken sheath was lodged in from the right wrist (radial artery) to the rt axillary. The broken sheath was surgically removed by general/vascular surgeon. Successful surgical outcome with two cutdown sites at right wrist and right brachial site. There was no visible scarring or calcium around the incision site.